Manufacturer narrative:
.

Event description:
Journal reference: novak, et al. "Two cases of ischemia associated with subthalamic nucleus stimulator implantation for advanced parkinsons's disease". Movement disorders, 2006, 21:1477-1483. The article describes two case studies that involve ischemia associated with the implant of subthalamic nucleus stimulators in addition, other complications from a series of 41 patients treated with dbs for symptoms related to advanced stage pd over the last 5.5 years are also presented. Reportable events: two patient (soletra 7426 n=2) had device (unspecified) failures. No treatment or outcome information was provided.